Event description:
It was reported that the patient presented for remote follow up via merlin.net. The right atrial lead was exhibiting episodes of inappropriate automatic mode switch due to myopotential over-sensing and noise. No interventions were reported. The patient was stable.